Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) exhibited high impedance and threshold measurements. The physician extracted the ipg and delivery system and noted there was a thrombus on the electrode of the device and within the cup of the delivery system. A different ipg was then implanted using the initial delivery system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device had foreign material. If information is provided in the future, a supplemental report will be issued.